Event description:
The facility representative reported a colleague infusion pump with failure code 808:07. The event occurred in medical surgery. There was no report of patient injury or medical intervention necessary. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. No additional information is available. The user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause was a faulty phm (pumphead module). The phm assembly has been replaced. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced prior to this event. A device history review has been performed and there were no exceptions noted during the manufacturing of this product. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).